Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed an outer insulation breached cut.

Event description:
It was reported during the implant procedure that the helix "wore out" while attempting to position the lead. The lead was not used. No patient complications have been reported as a result of this event.